Event description:
Husband had outpt right inguinal hernia repair (B)(6) 2012. After surgery, my husband suffered agonizing pain for over a month. Saw doctor on (B)(6) 2012 regarding pain and staples removed. Doctor gave pain meds. On (B)(6) 2012 I had to rush my husband to the hospital, the pain was so severe; doctor was out of town. A CT abdomen and pelvis with contrast was done, and blood work, his doctor was sent copies of reports. CT reported inflammatory change in the subcutaneous fat anterior to the right inguinal area and some soft tissue density on the intraabdominal aspect of the right inguinal canal. Said likely hematoma or inflammatory reaction in the mesentery related to hernia repair. No definite evidence to suggest abscess. Soft tissue density near the inguinal canal measures 3x3 cm. Does not have an appearance of bowel but could represent components of the inguinal canal such as the spermatic cord or could be an unusual hematoma. Correlation with details of the surgery is recommended. On (B)(6) 2012 visit to doctor again regarding severe pain continuous. Doctor put him on neurontin, robaxin and percocet to be rechecked is further problems in 8 weeks. On (B)(6) 2012, my husband and I , went to (B)(6) for an overnight visit with friends as my husband was feeling better. The morning of (B)(6) 2012, I woke up and found my husband not breathing, totally unresponsive, eyes rolled back into his head, and a profuse amount of gray mucus coming form his mouth. Nine one one called immediately, the paramedic's ambulance arrived a few minutes later. The paramedics believed he was having a stroke. They in turn called in (B)(6) to transport him to (B)(6) hospital in (B)(6). The paramedics intubated (B)(6) and turned him over to (B)(6). My friends drove me to the hospital and arrived about 45 minutes later. The emergency room physician let me see (B)(6) briefly (still unconscious), and he explained they had done a CT scan and said there was no blood clot in the brain but he was septic, had pneumonia, acute respiratory failure, renal failure and they were taking him to ICU immediately. After days of tests I was told by one of the doctors that he had c-difficile, which was the root cause. A posting was placed on his ICU room "c-diff pt" and family had to wear hospital gloves and gowns to enter his room and then dispose of leaving. He was in the ICU approx. 2 weeks before his intubation tube and ventilator were removed and then he was moved to the cardiac care unit (ccu). Once in ccu, my family and I could observe his extreme difficulty to talk and inability to talk and severe tremors. He was also having extreme difficulty swallowing. It was determined that he was having aspiration problems associated with t he difficulty swallowing. Surgery was required to place a peg feeding tube. On (B)(6) 2012, (B)(6) was stable enough for the doctors to release him from the hospital to a rehab facility. He was taken by ambulance from (b64 )hospital, (B)(6) rehab care, (B)(6). Less than a week later he was moved when an opining had become available to rehab in (B)(6) just 1-1/2 miles from our home. He was discharged from (B)(6) 2012 and came home. To go home he requires a wheelchair, oxygen, and enteral feeding kit/pump, feeding formula, etc. In (B)(6) 2013 he had the feeding tube removed. Three days after being discharged from rehab. We went to see his primary doctor once we were home together, (B)(6) was getting very confused, not knowing where he was, and difficulty recognizing me as his wife. After seeing dr (B)(6) over time continued to have confusion. On (B)(6) 2012, (B)(6) woke up and was unable to speak coherently, and was in a great state of confusion. Our son was visiting at the time, and we were very concerned that he was having a stroke. So we took him immediately to (B)(6) hospital here in (B)(6). Altogether (B)(6) has been hospitalized 4 times as a result of complications since april 2012.